Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -11.0/+5.0/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon notes low vault, lens rotation, and refractive surprise due to the rotation of the lens. On (B)(6) 2018 the lens was repositioned which did not resolve the problem. Reportedly, the lens re-rotated after repositioning, the surgeon stating "non-stable sulcus position (too short icl)."

Manufacturer narrative:
Additional information: the reporter stated that the surgeon implanted a 12.6mm vticm5_12.6 -11.0/+5.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The surgeon notes low vault, lens rotation, and refractive surprise due to the rotation of the lens. On (B)(6) 2018 the lens was repositioned which did not resolve the problem. Reportedly, the lens re-rotated after repositioning, the surgeon stating "non-stable sulcus position (too short icl)." The lens was explanted on a later date. Additional information regarding the patient status and if problem was resolved has been request. If additional details are available a supplemental MDR will be submitted. Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found lens haptic torn and residue on lens surface. Patient code- 3191: secondary surgical intervention, lens explant. (B)(4).

Manufacturer narrative:
Additional information: refer to MFR report # 2023826-2019-01063 for claim# (B)(4). For further investigation details. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4). Additional information: problem is not resolved due to there still being refractive surprise. (B)(4).

Manufacturer narrative:
Previously stated lens was explanted at a later date. Updated information: lens was exchanged on 15-jan-2019 with a longer, different model lens. Problem is resolved. Distributor was checked in error. Previously stated lens explant. Updated-lens exchange. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).